Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration, inadequate stent apposition and stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00 x 12 synergy¿ drug-eluting stent was advanced and deployed to the target lesion at 14 atmospheres for 8 seconds. Post-dilation was performed with a 3.50mm x 8mm nc emerge® balloon catheter at 14 atmospheres for 10 seconds and at 16 atmospheres for 12 seconds. Upon removal of the nc emerge, the stent migrated distally and the stent malapposition occurred. The physician then attempted to advanced again the 3.50mm x 8mm nc emerge® balloon catheter but the device got caught on the proximal edge of the stent which caused the stent to be compressed longitudinally. Subsequently, a 2.5x10 non-bsc balloon catheter was advanced and inflated at 20 atmospheres for 15 seconds, then stent migrated proximally. A 3.5x10 non-bsc balloon catheter was also advanced and inflated at 18 and 20 atmospheres respectively and the results were ok. The stent elongated back close to it's original length. The patient had st segment elevations but no complaints of pain during the procedure. No patient complications were reported.